Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
While sitting idle the chair will move forward or backwards without command. When consumer wiggles the cable the joystick will begin working by command again.

Manufacturer narrative:
The device was returned and it was found that there was wire damage in the joystick.

Event description:
While sitting idle the chair will move forward or backwards without command. When consumer wiggles the cable, the joystick will begin working by command again.